Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 197 mg/dl, hi (greater than 600 mg/dl) and 187 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated that he took 20 units of lantus, 2 units of novolog, and went for a walk about an hour prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.